Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 20mg/dl. Customer stated that they were suffering from depressing and anxiety and tried taking their own life with insulin. The customer was not wearing the insulin pump during the hospitalization but for less than 48 hours. The insulin pump will not be returned for analysis.